Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 4 mdrs filed for the same patient (reference 0001822565-2017-01057, 0001822565-2017-01058, 0001822565-2017-01059, and 0001822565-2017-01060).

Event description:
Patient has been indicated for revision due to unknown reason. No additional information provided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this event is not reportable. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Previous report indicated this device was not reportable; however, upon receipt of additional information, it was determined that this device was involved in an adverse event. Please consider the information contained in this MDR as additional to previous reports submitted. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has been indicated for revision due to pain. Xrays show implant loosening.